Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their leads since 2021 and had surgery in february. Agent attempted to slow patient down but due to patient being upset with their lead, stimulation, and implant/due to nature of the call patient provided a lot of information. Patient stated their doctor did not inform them that they were going to put the intellis implant and to patient's understanding they thought they would get the same stimulator (agent understood this as restore; agent reviewed information). Patient stated the hcp didn't replace the leads and both leads were broken and lead 7 was broken per their representative. Patient had nothing but complications ever since february and patient only had 2 programs. Patient noted the stimulation didn't cover their legs or back and only covered very little for the legs. Patient stated both legs needed to be covered front, back, and side. Patient noted they were used to having adaptive stim and having 5 or 6 programs. Agent attempted to clarify information and patient stated originally they had 3 leads and in february their hcp fixed 2 leads and patient still had one broken lead. Patient stated they only had 2 programs and one was for walking and one for when they were laying on their back and for their stomach they couldn't because the stimulation was too hard. Patient noted when they rolled over to their side there was lower stimulation. Patient stated when they laid on their back the stimulation did nothing for them. Patient noted they were hurt worse now since they got injured in 2012. Patient had no pain control and couldn't function and their implant was miserable. Patient met with their representative for readjustment but the issue did not resolve. Additional information was received from the rep. The rep reported the patient (pt) had their battery replaced on february 8. Pt had an intellis with adaptivestim prior to this. The hcp implanted an intellis lt battery as a replacement. The pt did not have a broken lead. There were high impedances on contact 7. Rep did not use that contact during programming. The pt was upset about not getting a completely "new" system. The pt was under the impression that they were getting the same battery, but the hcp chose the intellis lt. The last time rep met with the pt for a reprogram, the pt was feeling more relief and receiving effective therapy.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.